Event description:
It was reported by the customer that a bd pyxis¿ es server that the patients with admission status of unknown. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients with admission status of unknown. The technical support specialist dialed into the station and found that the patient had been listed as a visit type of placeholder because the patient orders had been sent from meditech to pyxis before the patient was admitted. The issue was resolved by having meditech readmit the visit ID by sending over an a01 or a04 message, which changed the patient type from placeholder to admitted. It was noted that each order might have needed to be resent from meditech, and patient had been listed with a visit type of placeholder because the patient orders had been sent from meditech to pyxis. The system functioned as intended after the technical support specialist investigated the device.